Manufacturer narrative:
The customer¿s report of a channel error was confirmed. Physical inspection noted the device to be in good condition. Review of the pump module error log showed that on (B)(6) 2017 at 5:42 pm and 5:53 pm, the log recorded 2 malfunctions, error code 240.4150.0 (sensor broken high failure). This indicates a failing bottle side pressure sensor. During testing the pump module was programmed to infuse at the event rate of 150ml/hour. The pump infused for approximately 16 hours with no errors or malfunctions observed. Analog sensor testing was performed and the bottle side pressure sensor was out of specification. The cause of the channel error is a malfunctioning bottle side pressure sensor. The root cause of the malfunctioning pressure sensor was not identified.

Event description:
The customer reported that a user scanned the antibiotic to administer at 1717, however the nurse entered the room and observed a channel error had occurred, and the bag was full. Although the channel was changed, the user reported the infusion did not start until 1750. No patient harm was reported.